Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an internal service alarm on the power module due to the 12v backup battery was able to be confirmed. The 12v power module backup battery (serial number: (B)(6)) was returned for analysis. The backup battery was measured to be fully depleted at 0v. The backup battery was inserted into a test power module and connected to a mock loop. The yellow charge symbol was illuminated followed shortly by the red battery and the yellow wrench symbol. The ac power cord was unplugged, and the backup battery was unable to the supply power to the pump. The battery underwent a discharge and charge cycle. The battery did not pass the discharge and charging cycle. The battery was retested and did not pass. The battery was unable to function as intended. A manufacturing analysis task was initiated to further investigate the backup battery. The issue was reproduced during further testing with manufacturing, however further root cause analysis was unable to be completed as the part is no longer manufactured by the supplier. The device receiving inspection documents for the 12v power module backup battery (serial number:(B)(6)) were reviewed and was found to pass inspection. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate ii instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was found through investigation that the equipment delivered to the patient's home was found to be defective.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an internal service alarm on the power module due to the 12v backup battery was able to be confirmed. The 12v power module backup battery (serial number: (B)(6)) was returned for analysis. The backup battery was measured to be fully depleted at 0v. The backup battery was inserted into a test power module and connected to a mock loop. The yellow charge symbol was illuminated followed shortly by the red battery and the yellow wrench symbol. The ac power cord was unplugged, and the backup battery was unable to the supply power to the pump. The battery underwent a discharge and charge cycle. The battery did not pass the discharge and charging cycle. The battery was retested and did not pass. The battery was unable to function as intended. A manufacturing analysis task was initiated to further investigate the backup battery. The issue was reproduced during further testing with manufacturing, however further root cause analysis was unable to be completed as the part is no longer manufactured by the supplier. The device receiving inspection documents for the 12v power module backup battery (serial number: (B)(6)) were reviewed and was found to pass inspection. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate ii instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.